Event description:
The patient reported that recently the v-go 40 device has been becoming detached from patient body prior to 24 hour use and causing blood to appear at injection site. Patient reports that she properly cleans the site of application and properly follows the fill, wear, and go procedure. Patient stated there was no inference with clothing and no exercise or increased activity occurred. Patient disposed the v-go.